Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump is not triggering.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) not triggering. Getinge field service engineer (fse) visited the site. No issues found used trainer and balloon to pump and switch timing to get an error ran pm to check everything device returned to customer for use. Patient involvement unknown.